Event description:
On 08/08/2022 it was reported by a sales representative via phone that an troch nail telescoping lag screw backed out. This occurred after a case. No revision planned as of (B)(6) 2022

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. As no batch number or serial number was available no product history review was able to be performed. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause of the reported failure is use error.